Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k051496. Product location unknown.

Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch to the main cylinder. As a result, there was a ten (10) minute delay in the procedure. Another unit was used to complete the procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI - (B)(4).